Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to charge his adc freestyle libre reader due to the message "plugged to pc" displayed when he tried to charge. Customer further reported he was unable to test his glucose levels and experienced symptoms of hypoglycemia and seizure. Customer was treated with glucagon by his daughter. Customer additionally reported that he used a different usb cable and was able to charge the reader. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the fs libre reader was reviewed. The DHR showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to charge his adc freestyle libre reader due to the message "plugged to pc" displayed when he tried to charge. Customer further reported he was unable to test his glucose levels and experienced symptoms of hypoglycemia and seizure. Customer was treated with glucagon by his daughter. Customer additionally reported that he used a different usb cable and was able to charge the reader. There was no report of death or permanent impairment associated with this event.